Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened dome switches on the up and down arrow buttons, escape and act buttons and express bolus button. The lcd connector was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 300 mg/dl. The customer stated that buttons are not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.